Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit alarmed autofill failure. Troubleshooting reveled that the drain port or fill port was broken off according to customer. Customer was informed that getting access to a pump, transporting or balloon removal were their options. There was no patient harm reported.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Autofill failure was repaired by installing a new male luer fitting. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.